Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the echo. (B)(4) shows negative results for cells I & iii of crrs(3), lot r440. Well images appear weakly positive or equivocal well images for cells 4, 6, 7, 13 & 14 of crrid, lot id223 appears weakly positive with a halo around the cell buttons and slight adherence cell 10 appears to be equivocal. Cells 5 & 11 resulted negative, but appears to be equivocal. (B)(4) address the issue of crrs(3) & crrid assays reporting negative interpretation, when the images appear visually positive.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when testing a patient sample on the galileo echo.